Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis therapy. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.